Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower was not detected and station was not communicating. A field service engineer shut down the device, opened the back panel, and disconnected the pixie bus cable from all drawers and the device, replaced the cable with a new one and rebooted the device, tested the device in hardware test application (hta) and confirmed that all drawers were detected. No failures were observed after the pixie bus cable replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 5a tower device was not detected and was not communicating with the system. The user performed both soft and hard reboots of the machine and also attempted to manually open all drawers in an effort to reset the unit; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.